Event description:
Boston scientific received information that this patient's home monitoring equipment detected high out of range shocking impedances of greater than 200 ohms for this patient's right ventricular (rv) lead. At this time, the boston scientific sales representative has not been contacted, so we are unsure of the plans for this patient. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.